Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11889it was reported during a lead replacement procedure on (B)(6) 2019 (manufacturer reference number: 1627487-2019-11887 and 1627487-2019-11888), the physician experienced resistance pulling out the right l5 lead. The lead was broke, and physician was not able to remove the entire lead. The proximal end of the lead was disconnected from the ipg and removed leaving the lead body implanted.